Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the revision surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6). Dr. (B)(6) performed both initial implant and revision procedures. (B)(4). The removed part of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient during a trh (total robotic hysterectomy) / bso (bilateral salpingo-oophorectomy), sacral colpopexy, midurethral sling and cystoscopy procedure performed on (B)(6) 2015 for the treatment of stage IV prolapse. After the prolapse repair procedure, occult stress urinary incontinence was identified; subsequently, an obtryx ii system, halo device was implanted as well. On (B)(6) 2016, the patient had another upsylon y-mesh implant during a robotic exploration with a placement of an anterior sacral colpopexy procedure due to stage iii prolapse. During this procedure, the previous mesh (upsylon) that was placed with a sacral colpopexy slipped and was noted to be more on to the right side under the bladder versus in the vesicovaginal space and so the rectovaginal flap was intact. After dissecting out the vesicovaginal space easily to the depth of 5.4 cm, the mesh was trimmed off the posterior flap and the anterior flap to 5.4 cm. It was reported that the "patient tolerated all this well and was transferred to the recovery room stable" following the procedure.